Manufacturer narrative:
Information regarding common device name: suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (only one catheter was returned); therefore, a complete evaluation was not possible. The catheter provided with the return appeared to be used. The report indicates two devices would be returned, and one catheter without a clog from the second device. The report further indicated that the second device worked properly and had less powder. Returned, used device 1 (complaint device): the device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. There was powder residue on the device, particularly noticeable on the on/off switch, button, and inside of the catheter connection identified by the red color of the components against the white color of the powder. When tested as returned, the device sprayed powder as intended until it became noticeably low on carbon dioxide. The red activation handle was removed and only a small amount of carbon dioxide remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge and the returned catheter, the device sprayed powder as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Returned, used device 2 (additional returned device with less powder and catheter): the device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. There was powder residue on the device, particularly noticeable on the on/off switch, button, inside of the catheter connection, and catheter indicated by the red color of the components against the white color of the powder. When tested as returned, the device sprayed powder as intended. When the catheter was re-attached, the device continued to spray powder as intended. The red activation handle was removed and carbon dioxide remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report is a clogged catheter. The report indicates the catheter clogged. However, we could not conduct a complete investigation because the used catheters were not returned for evaluation. A definitive cause for the occluded catheter could not be determined. Without the used catheters, the evaluation could not confirm the report of unable to spray. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use states the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also state: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. There was a difficult bleeding ulcer in duodenum. The first hemospray blocked [catheter clogged]. They changed catheters and it became blocked again [second catheter clogged]. The user opened a second device, and it worked and stopped the bleeding. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding 510(k): den170015. Investigation evaluation: the product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. There was a difficult bleeding ulcer in duodenum. The first hemospray blocked [catheter clogged]. They changed catheters and it became blocked again [second catheter clogged]. The user opened a second device, and it worked and stopped the bleeding. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.